Event description:
Positive cultures were found in the drain lines of the endoscope washer. It appears, upon investigation, that hospital personnel became negligent in routinely cleaning or self-disinfecting thew endoscope washer. Mfg. Was called in to examine the machine because five patients had positive cultures of an unusual strain of pseudomonas putida. The washer had been modified by mfg. Several years ago and the hospital had not experienced any problems untilfebruary, 1994. Prior to this, the hospital reports they routinely cultured their endoscopes and the cultures had always been negative. When mfg. Personnel visited the facility, they found that the cap covering the disinfectant filter on the endoscope could not be removed by hand. The maintenance man was summonned but he also could not remove the cap. When he finally got the cap off, the filter was full of debris. The pump sight canister was also very dirty. On a follow-up visit, the olympus technician replaced the dirty pump with a new one. He also replaced the sponge on the front of the endoscope because it appeared as though the sponge had been used in excess of one year. The olympus technician then began the process of self disinfection. New labels were affixed to the surface on the cover of the machine and the technician showed hospital staff the self disinfection process. He gave them a step by step reasoning why each step was done. The hospital staff had time to critique and ask questions. The technician also found that the hospital was not correctly pre-cleaning the endoscopes placed in the washer, and were not performing a final alcohol flush. The technician also showed the staff the procedures for performing the alcohol rinse of scopes and advised them of the crucial timing involved in rinsing scopes. Since bronchoscopes processed through the dirty washer all cultured negative, olympus personnel were not able to conclusively find the source frror the phenomena but have done all that they know toprevent reoccurrence of these problems. Hospital personnel seemed very appreciative of the efforts and they are fully operative at this point. There have been no additional rewports of infection.